Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system, model #m-4800-01, s/n: (B)(4); stockert 70 generator, model #m-5463-01, s/n: (B)(4). Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a female patient, in her 40s, patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with an ez steer navigational 4mm catheter and suffered heart block requiring a temporary pacemaker. During the procedure, a heart block was confirmed via ECG signals on the carto 3 system and the recording system. Temporary pacemaker was inserted. Patient was reported to be in stable condition. Patient required an overnight stay in the hospital. There is no information regarding extended hospitalization. Patient outcome is unknown. Physician's opinion regarding the cause of the adverse event is that the av node was ablated, which led to the heart block. Physician assessed this as procedure-related.